Event description:
It was reported that the device smells like burning. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the guide key in the connector is missing and insulation damage on cord. Complaint of burnt odor could not be confirmed. The guide key on the cord connector was found missing from cord connector and cord shows evidence of damage to the insulation. Footswitch passed all functional tests and is still fully functional. No burnt odor was observed during 1 hour of functional testing. Factors which could have contributed to the missing guide key include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing the guide key tab to break off. Cord damage was likely due to fatigue from repeated bending of the cable during extended use or a crushing or shear force induced on the cord inconsistent with normal use. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.